Event description:
It was reported that the user experienced pairing issues between a dexcom g6 continuous glucose monitor (cgm) sensor and a new transmitter while using the system, characterized by intermittent communication failure; the user was instructed to toggle settings, perform the available update, and reconnect, after which the sensor entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with relevance to the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.